Manufacturer narrative:
The device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile.

Event description:
Six to seven days post rotator cuff repair, performed in 2006, the patient noticed some redness around her icision as well as where the catheter had been pulled. The patient was sent to the hospital to be tested for infection; the results were positive. The patient was admitted to the hospital for surgery related to the infection and given an antibiotic treatmet four (4) weeks.